Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device shut down during the pre-operational check. The display of the device turned dark and it did not alarm either visually or audibly. Later the device failed to power on. - the device log files (service log, error log, event log, teslaspy log) were not provided to hamilton medical ag. - this malfunctioning was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint, as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the device was not used on a patient. The root cause for this event was identified as a defective driver board (pn 612238). The correction consisted in the exchange of the driver board (pn 612238). It was reported that the device failed to start up, even when connected to ac mains or dc. There was no patient involvement reported. The issue is not likely to be serious to public health but has potential to cause serious injury or death a delay in treatment, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device shut down during the pre-operational check. The display of the device turned dark and it did not alarm either visually or audibly. Later the device failed to power on. - the device log files (service log, error log, event log, teslaspy log) were not provided to hamilton medical ag. - this malfunctioning was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device shut down during the pre-operational check. The display of the device turned dark and it did not alarm either visually or audibly. Later the device failed to power on. The device log files (service log, error log, event log, teslaspy log) were not provided to hamilton medical ag. This malfunctioning was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.